Event description:
It was reported that approximately 60 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, synovitis, right knee pain, intermittent lower back pain; infection in right knee, positive for group b strep. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 0761495 234-03-05 - optetrak asy,ps cemented femoral, sz 5, 1086333 204-04-55 - trapezoid tibial tray sz 5f/5t, 1102820 200-02-38 - three peg patella 38mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but is likely due to infection, but may have been reported at this later date due to the inclusion of the tibial insert in the polyethylene packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.